Event description:
It was reported to philips that the system displayed an alert indicating "fluoroscopy storage not possible. Image disk problem", preventing imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. The customer was performing a diagnosis procedure, which was aborted and completed after moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disk was full. Upon troubleshooting, the fse found that the image storage capacity was low, which prevented the system from performing exposures. All hardware components, including the image processing pc, passed the tests successfully. However, the data model consistency test failed due to numerous dangling recorded images. A database consistency repair was performed successfully, repairing all dangling images. Further inspection of the allura application data revealed many repaired images that needed to be deleted. To resolve the issue, these repaired images containing dangling data were successfully deleted. The image store was then recreated without any issues. After recreating the image storage, the system was returned to use in good working order. The codes were updated based on the investigation outcome.